Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited reproducible noise on the shock and rate/sense electrograms causing the patient to recieve inappropriate therapy and pacing inhibition to occur.